Manufacturer narrative:
.

Event description:
Programming history was reviewed for the patient on (B)(6) 2016. A programming anomaly from date of implant (B)(6) 2005 was identified. From history it is seen that on day of surgery (B)(6) 2005, the patient was interrogated at factory settings of 0/30/500/30/180/0/500/60. The patient then left the visit without a final interrogation. The patient was next seen on (B)(6) 2005 and upon interrogation of the device, settings were found to be indicative of a faulted diagnostic test, 1/20/500/30/60/1/500/30. At this visit, the patient's device was programmed back to intended settings.